Manufacturer narrative:
Continuation of d10: product ID :977c265, lot/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated the patient is having the battery replaced. Pt was seen in the office by their doctor.

Manufacturer narrative:
This is a continuation of events previously reported in following regulatory report 3004209178-2024-19873. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). The patient reported a medical assistant read their impedances at one point and noted the contacts were out. There were high impedances with all red connectivity issues, and out of range (oor) message was reported. Pt did not remember who this person was, but noted it was not a rep. The implanter did not have knowledge of this either. A revision was performed and impedances were tested with the lead during, and had same result. The lead was replaced and the hcp declined to return the lead. The issue was resolved with the replacement. Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable ne urostimulator (ins). Pt was seen in the office for follow up. Pt is showing high impedances in over half the contacts, with one showing red x/do not use, and the other showing yellow/avoid. The rep was able to program around the impedances to provide good coverage. Additional information was received from a manufacturer representative (rep). The rep reported that the issue was not resolved. The patient has follow up with hcp on 10/10. Additional information was received from the manufacturing representative. Rep stated the patient is having the battery replaced. P t was seen in the office by their doctor. It was reported the patient was scheduled for a battery replacement. The rep reported the cause was unknown; xrays were taken and showed nothing out of ordinary. The ins is set to be replaced 11/22. Additional information was received from the manufacturer representative (rep). The rep reported that the battery was being replaced on friday 11/22. It would be returned. The rep stated they would share more information when it became available. Additional information was received from the manufacturer representative (rep). The patient's lead and ipg were removed. During surgery, they disconnected the lead from the ipg and connected the lead to wens. At that time, all electrodes showed 40000 impedance. The lead contacts were cleaned, and they attempted to connect again but showed the same issues. At that point, tech support was called and troubleshooting was performed using the lead wipe down technique, and then they tried to connect to the wens which still showed the same issue. The patient had requested the lead not to be replaced again, at which point the surgeon removed the existing lead and ipg. Both products were in the rep's possession and would be returned to medtronic for analysis. The surgeon and pain management doctor requested an analysis. The rep included session reports with the patient's impedance measurements. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their paddle lead replaced two months ago due to impedance issues and everything seemed fine after the replacement, but then about a week later all impedances were "out". The caller was intra-op now where the ins was replaced and the paddle is showing all contacts >40k except 13, 14 and 15. The caller had wiped down the lead and was now placing the lead in the wens where the same results were showing. The agent reviewed that impedance issues were typically not rooted in the ins and the fact that the wens and ins were showing the same results would indicate a compromised lead. The caller noted it was surprising to have two paddle leads essentially fail impedances-wise in such a short time. The agent asked and the caller indicated that the lead was not in an area where exertion/stress on the lead would be higher than expected. Imaging of the lead per caller did not point towards a damaged lead per the caller. Additional information was received from the patient. The patient reiterated the previously stated information. The caller reported a couple weeks after being implanted the patient's stimulator quit working and the patient was not getting any stimulation or relief from the implant. Patient's wires and leads were replaced since they were an issue. The issue resolved but after a couple days the replacement wires and leads quit working. Patient needed to have a 3rd surgery. They (agent understood this as surgeon) tested the tester unit battery in the surgical unit but the tester battery wasn't working and all 16 leads were still 'dead'. All of the equipment ended up being removed and caller didn't receive an explanation why the surgeries failed twice.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep). The rep reported that the battery was being replaced on friday 11/22. It would be returned. The rep stated they would share more information when it became available. Additional information was received from the manufacturer representative (rep). The patient's lead and ipg were removed. During surgery, they disconnected the lead from the ipg and connected the lead to wens. At that time, all electrodes showed 40000 impedance. The lead contacts were cleaned, and they attempted to connect again but showed the same issues. At that point, tech support was called and troubleshooting was performed using the lead wipe down technique, and then they tried to connect to the wens which still showed the same issue. The patient had requested the lead not to be replaced again, at which point the surgeon removed the existing lead and ipg. Both products were in the rep's possession and would be returned to medtronic for analysis. The surgeon and pain management doctor requested an analysis. The rep included session reports with impedance measurements.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). The patient reported a medical assistant read their impedances at one point and noted the contacts were out. There were high impedances with all red connectivity issues, and out of range (oor) message was reported. Pt did not remember who this person was, but noted it was not a rep. The implanter did not have knowledge of this either. A revision was performed and impedances were tested with the lead during, and had same result. The lead was replaced and the hcp declined to return the lead. The issue was resolved with the replacement.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial #: (B)(6), ubd: 07-sep-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis information pli# 10 product ID# 977c265 analysis identified that the conductors were broken in the distal end of the lead. Analysis information pli# 20 product ID# 97715 analysis determined that the implantable neurostimulator (ins) was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional analysis of product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Found stim lead/distal end/weld/corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the distal end of the lead weld was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.